Manufacturer narrative:
Device is an instrument and not implantable. Product return has not been received for investigation. Manufacture date unknown. Investigation is pending.

Event description:
During an l5/s1 spondylolisthesis surgery, when undoing the closure top to reposition the rod after the system had been locked down, the universal driver bent and twisted. The rod repositioning and shortening was due to surgeon preference. The surgery was extended by 15 minutes.